Event description:
It was reported that this system showed a high out-of-range (oor) impedance reading on the right ventricular (rv) lead channel. The healthcare provider (hcp) noted that the patient will be seen this week and that the oor reading was likely an isolated incident, as values returned to normal shortly after. Technical services (ts) suggested further system evaluation. No adverse patient effects were reported. This system remains in service.